Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by temperature rise due to the defect of the fan. This defect may have been caused by wear due to long-term use. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus engineer visited the user facility and cleaned the fan inside the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that an error (e102) occurred during a procedure. The procedure was completed while the device was turned on and off. There was no report of patient injury associated with this event.